Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented through merlin.net transmission, non-sustained vt and vf episodes were observed. Myopotential oversensing was suspected. Programming changes were made and the patient was monitored. Further programming changes were recommended. Later, myopotential oversensing leading to pacing inhibition was observed through merlin. Patient experienced syncope. Programming changes were suggested. Patient will be monitored with routine follow-up.